Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an anteroseptal accessory pathway ablation procedure for atrioventricular reentrant tachycardia (avrt)/(wpw) with an ez steer navigational 4mm catheter and suffered a cerebrovascular accident. Both the right and the left sides of the heart were mapped. Post-procedure, the patient presented with right-sided weakness. It was determined that the patient had suffered a stroke. It was noted that by the end of the day, the patient had regained right-sided motor capabilities and had a good prognosis. There is no information regarding intervention. Patient required extended hospitalization as a result of this adverse event. Patient outcome is improved. Physician did not provide causality opinion. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.